Event description:
Report received indicated the pt developed fiery redness with weeping over about 60 percent of the area beneath the mass a month ago. The pt has been seen by the et nurse, a dermatologist, and none of the treatments improved the condition. No further information was provided and the pt outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken form a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.